Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead suffered from shortness of breath and chronotropic incompetence. The ra lead was examined and was found to be presenting lack of capture, over sensed noisy signals and high pacing threshold measurements after 22 years in service, with no physical issues noted. This ra lead was subsequently capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead suffered from shortness of breath and chronotropic incompetence. The ra lead was examined and was found to be presenting lack of capture, over sensed noisy signals and high pacing threshold measurements after 22 years in service, with no physical issues noted. This ra lead was subsequently capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.